Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that their device would not complete its boot up cycle and locked up. The device would not have the ability to be used to deliver defibrillation therapy if needed. There was no patient use associated with the reported issue.

Manufacturer narrative:
Physio-control replaced the system controller (sc) and user interface (ui) pcb assemblies as well as the ui to stack flex cable assembly. Physio then completed other, unrelated, repairs and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed ui to stack flex cable assembly and determined that the cause of the reported issue was that multiple pins were open for a cable-mounted plug connector, designator p21. Further inspection showed that pins c1 and c2 were found to be bending differently than the other pins and had likely occurred after some kind of impact to the connector. There were no failures observed with either the sc or ui pcb assemblies.